Event description:
It was reported that the system 9800 has experienced a ma sensor failure. System removed from operating room and replaced with another system. No pt injury reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.